Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, alcohol abuse, smoker, periodontal disease, bone resorption, infection, bleeding, inflammation, mobility. Patient heavy smoker, total prosthesis worn and loaded in the lower jaw contrary to explicit instructions. All 4 implants (34, 36, 44, 46) not osseointegrated. (B)(6) are the same patient.